Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose of 457 mg/dl. The customer treated with manual injection. She stated that she removed the reservoir and noticed it was wet. She changed the infusion set first but blood glucose level continued to rise so she changed the reservoir. The customer stated the reservoir was leaking at the bottom. Troubleshooting was declined. The product will be returned for analysis.